Event description:
The lay user /patient contacted lfs on (B)(6) 2012 alleging a calcode issue with their one touch ultra 2 meter. The patient mentioned that on an unspecified day in 2012 around 5:00pm, the patient was unsuccessful to obtain a blood glucose reading on their meter due to a cal code issue. The patient denied exhibiting any symptoms due to the allege disuse. The patient went to the ER where his blood glucose on the ER's meter was 400 mg/dl. The patient was treated with 12 units of insulin. Customer service walked the patient through setting the meter to the correct cal code and the alleged issue was resolved over the phone. The products were replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to not being able to test his blood glucose, the patient ended up going to the ER and receiving insulin for a blood glucose result of 400 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.